Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, when the vasoview 7xb package was opened the handle of the device was broken. A replacement device was used to complete the procedure. The hospital did not report any pt effects. The product was returned.

Manufacturer narrative:
Investigation: the device was returned to the factory for eval. It shows no signs of clinical usage and no evidence of blood. Visual inspection revealed that the vasoview 7xb tool was returned inserted in the cannula by the hospital. The shaft was separated from the handle but remained connected by the internal metal wires. Because the original packaging was not returned with the device, we are unable to make an assessment with regards to whether or not the device may have been subject to transit damage or mishandling. Based on the received condition of the device, we have confirmed that the device is broken, but are unable to confirm how the device was damaged. A lot history record review was completed for the reported product lot number. There were no nonconformance issue(s) with this production lot. (B)(4).